Event description:
Other serious/important medical incident: burned facial and neck skin. I have suffered from eczema for many years. On about (B)(6) my dermatologist prescribed hylatopic plus cream for me. I used it on my face and forehead, and on my neck. I only used it two times, because my face became very red and irritated. Today, more than two weeks later, my skin is still red, itchy - and it is as if my skin is burned on my forehead, near my eyes, my cheeks, and my entire neck. After using, I reread the "precautions and observations," to again see that it says that the product does not contain sunscreen and to avoid extended exposure to the sun. I was in the sun for no more than 10 minutes after putting this cream on. The few minutes I was out in the sun, I had a baseball cap on, and the top portion of my forehead did not get burned. The lower part of my forehead, below where protected by the hat - got burned, along with the rest of my face and neck. My skin which was not exposed because of my shirt - is fine. I am very concerned that my face is still red - like a burn this much time after using the cream. My dermatologist thinks it is eczema, but this is not eczema - it is a burn. It is manufactured for encore derm. Ndc number: (B)(4). Frequency: 3 times a day. Date the person stopped taking or using the product: (B)(6) 2017.